Event description:
A pvc drain got fractured during removal procedure and about 5 cm pieces remained in the pt knee.

Manufacturer narrative:
Review of the DHR showed no deviations during the manufacturing of the affected lot. There were no reworks during production and all operators were qualified. During 100% in-process visual inspection of the pvc drains, a total of 10ea were culled out for embedded particles and punched-out material still clinging to drain holes out of a total of 4650ea used. There were no incidents of torn or broken drain. Sampling inspection of drain outer and inner diameter met drawing specifications. As the complaint sample was not returned, a comprehensive failure analysis was not possible. Review of the device history record showed that the product was made to specifications. We are unable to identify the root cause of the drain fracturing at this point in time. Per the directions for use, it has been warned that drain breakage may occur under the following scenarios: excessive force during removal process; handling the drain with any instruments which can lead to tearing, warping or weakening and subsequent breakage of the drain; nick, cut, tear or otherwise damage the drain during placement and removal of the drain; leaving the drain implanted for any period of time as it allows for tissue ingrowth around the drain and into the holes, which may cause breakage on removal.